Event description:
Once the ivus catheter was plugged in, all that came up on the screen was artifact and it then was complete white out. They tried ring-down (reinserted) but still got the same issue. A new catheter was used and worked fine.